Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving therapy, inappropriate hv therapy due to noise was observed. Patient was lying on back and coughing hard right before shock occurred. Noise was reproducible in clinic in the same position patient mentioned. Cross talk was suspected. Lead was explanted and replaced. No further information was available.